Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that the pacer-dependent patient presented for follow-up in clinic. During a failed cyber security update, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. It was noted that a battery longevity anomaly was observed following the cyber security update. A second cyber security update was performed successfully, and there was no longer a battery longevity anomaly issue. The patient¿s condition was stable.